Event description:
The pt presented with occluded femoro-popliteal bypass grafts in both legs. Four viabahn devices were implanted for re-canalization of the sfa in one leg. A 5x15 viabahn device was implanted. During positioning of the second 5x15 viabahn device to overlap the device, the physician mistook the proximal marker for the distal marker and thus deployed the second device inside the first 5x15 device with 2 to 3 cm outside the first device distally. He then deployed a bare metal stent, which was followed by deployment of two additional viabahn devices (6x5 and 6x15). An angioseal device was used to close the access site. The angioseal device mis-deployed. One (1) week following implantation of the viabahn devices, the devices thrombosed. Thrombolysis was performed to open the devices with good results, leaving the pt with a 2-vessel run-off.

Manufacturer narrative:
The device remains implanted. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specs were met.